Manufacturer narrative:
Additional serial numbers used: (B) (4); exp date: 01/31/2012; mfg date: 03/30/2007. (B) (4); exp date: 09/30/2012; mfg date: 10/02/2007.

Event description:
Per a discussion with the surgeon, it was reported that about 3-weeks post-op, the patient developed a drainage from the excision site. The surgeon did not feel the fluid indicated an infection but may have been an inflammatory response to the product. Surgeon re-operated to cleanse area. Wound cultures were negative but oral antibiotics were started. Another bone graft was used in the re-operation. Patient outcome: fluid build-up and inflammation near fascia. No sign of infection. Patient did well after re-operation.